Manufacturer narrative:
Findings: all operating currents are within specification. No unexpected low battery off no power alarms noted. Unit passed off no power test, self-test, a21 error test, and displacement test. A33 alarmed noted during basic occlusion test and unable to prime during prime/a33 test due to loose/protruded drive support disk. Unable to complete functional test occlusion test and excessive no delivery alarm test due to a33 alarm. Unit received with cracked case on display window corners, minor scratched lcd window, cracked reservoir tube, cracked reservoir tubel ip, cracked belt clip slot, cracked battery tube threads, and broken battery cap.

Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 29.3 mmol/l. The customer was admitted to the hospital. Customer was treated for high blood glucose by the hospital via injection and steadily decreasing. The customer stated that the motor drive cap is protruded. The customer's nurse will advised the patient how to do injection and order a new insulin pump.